Event description:
On (B)(6) 2013, he lay user/patient contacted lifescan alleging that the control solution test results were above/below the expected control solution range. The reporter alleged receiving results of "114 and 117 mg/dl" when the range of the control solution is between 121 and 162 mg/dl. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.